Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the force bipolar instrument be returned for failure analysis to be performed, but the instrument has not yet been received. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the device logs for the force bipolar instrument (part# 471405-06 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the force bipolar was last used on (B)(6) 2022 via system serial# (B)(4). There were 7 uses remaining after this last usage. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No photo or video was provided by the site for review. This complaint is considered as reportable due to the following conclusion: it was alleged that the force bipolar instrument could not be removed from the cannula. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator (mtm) activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip/hinge to become dislodged.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument wrist became unhooked. The procedure was completed with no reported injury. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the instrument was inspected prior to use as per hospital procedure. The instrument was not seen to collide with any other instrument. The issue was that the instrument could not be removed from the arm as it got caught on the port. The 30 minutes delay was caused due to waiting for a replacement instrument. There was no tissue grasped in the forceps at the time of the incident. The surgeon removed the port and instrument together to allow for removal of instrument from port outside of the abdomen. The port was repositioned and new instrument used to complete the procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3. Failure analysis information can be found in the following fields h6 and h10. Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis investigation did not replicate the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was fully functional. There was no problem detected. The instrument was installed and removed from the cannula multiple times with no issues.